Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. This device was subsequently scheduled for explant at a future date. Currently, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. This device was subsequently scheduled for explant at a future date. This device was then explanted and returned for analysis. No additional adverse patient effects were reported.